Event description:
Customer claims tightness test to fail and having erratic passing results on random occasion. Multiple expiratory membranes have been replaced, but haven't solved the issue. Conducting the same techniques during tightness test gives out non-uniform results of pass and fail. Multiple rt staff tried changing/troubleshooting equipment in the circuit to find the source of a leak (new exhalation filter, no inspiratory or expiratory filters, new humidifier, bypassed the humidifier etc., ) with no success in passing the tightness test. Event log attached.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. The event may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. Therefore, the event has been deemed to be a reportable event. No harm to patient, user or third party. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective safety valve block. In consequence (correction) the g5/s1 active ambient valve block was replaced.